Manufacturer narrative:
The actual device involved was requested from the customer. A follow up report will be submitted should the device be returned, and the evaluation results become available.

Event description:
The facility representative reported a pump observed as overinfusing during biomed testing. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. The device was sent to baxter for evaluation and repair.